Event description:
It was reported that during a duodenum switch procedure, while attempting to fire the device on mesentery the closing trigger was closed and the firing trigger was depressed but the firing trigger was not engaged. It was loose. An attempt was made to open the device but it failed to open. To remove the device, it was slowly pulled from the tissue. Once removed, there was no tissue damage. A new device and reload was used to complete the procedure. There was no patient impact. On what tissue type was the device used? At what location on the tissue? Mesentary. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 7th. During which stroke did the event occur? 1st. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near, but not across. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, had to pull device from tissue.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.